Manufacturer narrative:
The valve was patent. It met all of the requirements for the siphon, pressure-flow, and preimplantation tests. The valve did not meet requirements for the reflux test. Proteinaceous debris was observed within the interior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The valve did not meet requirements for the leakage test due to a tear on the reservoir dome (figure 4). It is unknown how or when the damage occurred. The instructions for use that accompanies the device cautions that low tear strength is a characteristic of the most unreinforced silicone elastomer materials, and that improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components. A review of the manufacturing records was not possible as a lot number was not provided. All valves are 100% tested at the time of the manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve was possibly clogged and that it was revised.